Event description:
Device 1 of 2. Reference MFR report#: 1627487-2013-11071. The pt has tree leads (two of the leads are from the same lot). It was reported the pt is not receiving adequate pain control as needed. The pt will consult with his doctor on the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.